Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples were visually inspected with hemogard closure assembly correctly assembled and placed on tubes. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 1000 bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes underfilled 15-20%. There was no report of patient impact. The following information was provided by the initial reporter: underfilled tubes. Almost all tubes underfilled 15-20%. So the 1000 units can be mch more ( quantity involved).

Event description:
It was reported that 1000 bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes underfilled 15-20%. There was no report of patient impact. The following information was provided by the initial reporter: underfilled tubes almost all tubes underfilled 15-20%. So the 1000 units can be mch more ( quantity involved).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.